Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a prime/rewind anomaly on the insulin pump. Customer stated that they had a no delivery alarm and issues with rewinding the pump. Customer's blood glucose level was 9.0 mmol/l. After each rewind, the pump was showing no reservoir. There were no leaks or air bubbles. Customer could not continue troubleshooting and will stay on her back-up plan.